Manufacturer narrative:
This product was received for evaluation and the reported failures of the screen flickers and hazy images could not be duplicated. Tech services plugged a test ranger gvl 4 into the monitor and power it on. The image was good. The cable was wiggled and flexed with no result. The monitor was cleaned and retested and passed the image pattern quality test. The device was returned to the loaner pool. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor assembly, the screen failed; it flickered on and off during a scheduled intubation. Also the screen was hazy so it was difficult to see even when the monitor wasn't flickering. As a result the equipment was not used and direct laryngoscopy was employed. Because of this, a delay in the procedure of unknown duration occurred. No harm to patient or user was reported.